Event description:
The consumer's husband stated she used a tampon on (B)(6) 2012. On (B)(6) 2012, she experienced diarrhea and vomiting and visited her doctor. After returning from her doctor visit, she developed a fever of 104.2. She visited the ER and was later admitted to the hospital. The following day her vital signs dropped and she was admitted to the ICU. She was later diagnosed with tss and remained I the ICU for 2.5 days. She was released from the ICU on (B)(6) 2012 and has now returned to work, but she still feels tired and weak. The consumer indicated that she was using tampons from several different cartons. She provided an additional lot number of ac201125x1421.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.